Event description:
It was initially reported that during a bronchoscopy procedure for diagnosis, while taking a biopsy it was discovered that both pull wires were disconnected on the device. They used a different product to complete the procedure and it was reported that there was no adverse pt reaction.